Event description:
It was reported that upon interrogation, this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) had recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out of range shock impedance measurement greater than 125 ohms. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.